Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller said patient report that it won't hold a charge, that it took 1.5 hour to get to 50%. Caller wasn't able to say whether patient meant the controller or the implant not charging beyond 50%. Caller also mentioned patient has been in MRI mode the last 5 days. Supposedly patient spoke with rep on aug 8th. Caller also mentioned the cord was replaced, but didn't give further detail. [See pe 706363970 - rpl].

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.